Event description:
Legal notification rec'd indicated that the pt underwent tubal ligation and within minutes of commencing the laparoscopic surgery. The dr perforated the pt's broad ligament and severed her iliac vein. Immediate repair of venous injury was required to stop hemorrhaging. On july 12, 1996 the pt was taken to emergency surgery to remove a metallic guide wire which had been left in the pt following surgery. On july 14, 1996 the pt was taken back to surgery to repair a perforated colon. On july 22, 1996 the pt was diagnosed with pleural effusion requiring thoracentesis, which was performed at bedside. Then on july 27, 1996 the pt required ultrasound-guided drainage of infected lung. The pt sustained permanent venous, organ and colonic injuries.